Manufacturer narrative:
Unfortunately the sample was not sent in for further evaluation, however vyaire did receive a photo of the affected sample. From the photo it was observed that the rubber band could have been missing. This could cause the reported failure. The device history record could not be evaluated the customer was unable to provide the device lot number. Two years of complaint trends were reviewed and no trend was identified. Although the sample and the lot number of the finished good were not provided in order to perform a complete investigation the provided photo did show that the rubber band may have been missing. Even though vyaire could not confirm the failure all personnel involved in the manufacturing of this finished good have been notified about this issue to be aware of this type of failure mode.

Manufacturer narrative:
(B)(4). Carefusion has reached out to the customer through the carefusion/bd international contact to provide the complaint device for further investigation. Customer advocacy has been informed that the sample has been shipped out to carefusion/bd. Additional information has also been requested. A follow up MDR will be sent once the investigation has been completed or if the additional information has been obtained. (B)(4).

Event description:
Customer reported via email ¿when using the circuit the plastic piece at the patient end fell off. The circuit had to be replaced. There was no reported ventilation issues to the patient reported¿.